Event description:
Information was received that device did not fault while in patient use. Service technician was cleaning and testing pump in between patient use. It was later discovered that the testing procedure the technician was using was not followed correctly to test the battery fall-out. This has been corrected.

Manufacturer narrative:
B5, h6: additional information.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the battery door was damaged. The investigation was not able to duplicate the reported issue. The pump passed the battery fall out test and the device was found to be working properly. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that there was no battery fallout alarm on a smiths medical cadd-solis vip ambulatory infusion pump. No adverse effects were reported.